Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent an oral bone grafting procedure on (B)(6) 2015. Subsequently, the bone graft was removed on (B)(6) 2016 due to ossification failure.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Corrective action was initiated for the reported issue.